Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # rs11k064, # rs12l010, #rs11b047, # rs11g084, # rs12b039 and # rs11j011. Macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent out of print specification at the mas head retention features the tip to tip width measurements have been found to be out of print specification. Visual and optical inspection noted multiple witness marks and deformation in the mas retention areas, consistent with bend stress overload. The above observations are consistent with bend stress overload.

Event description:
It was reported that the patient underwent a minimally invasive tlif at l4-s1 to treat lumbar stenosis, herniated disc and radiculopathy. It was reported that the extender popped off of the screw at s1. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.